Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to fatigue of the turret motor and high brightness motor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source front panel flashes and fails to light. The event occurred during preparation for use, prior to an observation of pharynx and larynx. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the phenomenon "control panel flickering¿ was reproduced, and it was confirmed that it was an event caused by wear of the turret motor, m turret motor, and high-brightness motor. Olympus will continue to monitor field performance for this device.